Event description:
It was reported within two weeks post implant that the patient presented to the emergency room with near syncopal symptoms. It was indicated that the device still had implant detection programmed on so no diagnostics were available. It was noted that the patient was in chronic atrial fibrillation and that the leads checked out okay. The patient also had symptoms of shortness of breath, dizzy, lightheaded and chest pain. It was also reported there was no rate response with the device and the patient's symptoms were thought to be due to the lack of rate response. The implant detection was turned off. It was further reported the patient was seen two weeks later and still had no energy and shortness of breath. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.